Manufacturer narrative:
(B)(4) date sent: 3/31/2016. Information was not provided by the contact. Batch # = (B)(4) additional information was requested and the following was obtained: the device felt unusual. Did the surgeon not like the ergonomics of the device? He is well trained and used to the ergonomics of the device, as he commenced firing, it made a screech like sound, did not feel smooth and he saw staples falling from the jaw prior to the knife blade reaching the intended tissue, at that point he aborted the firing. Was the device hard to close? No. Did they attempt to fire the device? Yes, as above the analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully loaded. In addition another reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload (a) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported hat during a laparoscopic nephrectomy procedure, during firing across the vein, the device felt and sounded unusual; staples were falling from the jaw prior to reaching the vein. Decision was made to abort the firing. Case completed with ligaclips. All staples retrieved from the patient. There was a two minute delay to procedure. There were no adverse consequences for the patient reported.